Manufacturer narrative:
D10 concomitant product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown, sigtrs60axt - tri 2.0 sigtrs60axt 60 xtra thk 15mm, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, due to the formation of the interlobar space during video-assisted thoracoscopic upper right lobectomy, the 60mm reload was connected to the powered stapler and usage was attempted, but the handle green light did not light up. Furthermore, in order to fire, the green button was pressed but it did not respond. A new handle with the same adapter and reload were used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that an analysis of the system data indicated that there was an error for the system queue being full.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the device was unable to enter firing mode. The reported issue was confirmed. The most likely cause was due to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition not related to the reported condition: the returned battery was unable to provide power to a handle. Functional testing found that the back handle housing was removed and the handle hardware was investigated. There was a non-functional electrical component. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.